Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed a kink in the sheath 7cm proximal of the tip. Microscopic examination revealed the tip was flattened to the kink. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. The dilator was removed, and the hemostatic valve was tightened, and no water leaked from the valve. Product analysis could not confirm the reported event as the device was able to flush properly, and air was able to be purged from the device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported air within the device sheath occurred. A left atrial appendage (laa) closure procedure was performed under local anesthesia using a watchman truseal access system (was). During insertion of the sheath into the patient, air was noted in the was sheath. The physician attempted to aspirate to remove the air but was unsuccessful. The procedure was aborted and the was sheath was removed from the patient. No air entered the patients vasculature and there was no intervention required for the patient. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported air within the device sheath occurred. A left atrial appendage (laa) closure procedure was performed under local anesthesia using a watchman truseal access system (was). During insertion of the sheath into the patient, air was noted in the was sheath. The physician attempted to aspirate to remove the air but was unsuccessful. The procedure was aborted and the was sheath was removed from the patient. No air entered the patients vasculature and there was no intervention required for the patient. There were no patient complications.